Manufacturer narrative:
The following fields have been updated due to additional information: d.9. Device available for eval?: yes, d.9. Returned to manufacturer on: 29-aug-2023. H.6. Investigation summary: samples were received and an investigation was performed. This is the 2nd complaint for the reported lot number. A review of the manufacturing records was performed and no non-conformances were raised in association with this type of event for this lot. Embecta was able to duplicate or confirm the indicated issue as silicone and based on trend analysis no further action is required at this time. Complaints received for this device and reported condition will continue to be tracked and trended. Based on the above, no additional investigation and corrective/preventative action (CAPA) or situational analysis (sa) is required.

Event description:
It was reported that dew-like foreign liquid was found in the bd ultra-fine¿ ii insulin syringe before use. The following information was provided by the initial reporter, translated from japanese: "the customer reported that a dew-like liquid came out of the syringe that had not yet drawn insulin. The complaint product was recalled from the animal hospital. Fm liquid was in one product, but all the products in the same shelf carton were recalled due to concerns about the products."

Manufacturer narrative:
H.3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that dew-like foreign liquid was found in the bd ultra-fine¿ ii insulin syringe before use. The following information was provided by the initial reporter, translated from japanese: "the customer reported that a dew-like liquid came out of the syringe that had not yet drawn insulin. The complaint product was recalled from the animal hospital. Fm liquid was in one product, but all the products in the same shelf carton were recalled due to concerns about the products."